Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (did not ask mg/ml at did not ask mg/day) via an implantable pump for unknown indications for use. It was reported that her pump was explanted a month ago. However, the patient did not have specifics on explant when asked. It was noted that the reason for the explant was that the pump was put in wrong and was upside down which was why it was not working. The patient stated that they were rushed to the hospital because they passed out and they had to do emergency surgery. The patient was redirected to their healthcare provider to further address the issue and email sent to prs..

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.